Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The filter remains implanted; therefore, not available for evaluation. The event investigation is currently underway. A user facility's medwatch report uf (B)(4) has been received. Add'l information from the user facility report: (B)(6). (B)(4). (B)(4). Ivc filter. (B)(4).

Event description:
It was reported via a user facility medwatch report that routine x-ray imaging performed post-PICC line insertion revealed two linear densities at the level of the lower right lung, which are believed to be detached ivc filter limbs. The filter and limbs remain implanted. The patient is reported to be asymptomatic. Add'l info from user facility report: post-PICC line insertion xray revealed 2 linear densities which appeared to be struts from bard ivc filter placed (B)(6) 2005 struts left in place.